Manufacturer narrative:
At this time the system remains implanted. Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), right atrial lead, and right ventricular lead were apart of an implant system requiring explant due to an infection. At this time no procedure has taken place.